Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The device remains in the patient. The root cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Patient sensitivity to materials must be considered prior to implantation.

Event description:
It was reported that approximately one month and a half after having a primary btb acl autograft procedure performed, the patient started experiencing swelling of the hands, feet, and face with a reported increased level of pain on the operative knee. The original procedure took place on (B)(6) 2019. The rep confirmed there are no signs of infection, and no signs of increased swelling around the operative knee. The rep stated there is not a revision procedure scheduled at this time. The following arthrex parts were implanted during the original procedure, and remain implanted in the patient: ar-1380c // lot: 1023538 // qty.: 1. Ar-1380c // lot: 1024227 // qty.: 1. Ar-2324bcc // lot: 1020860 // qty.: 1. Additional information received on 3/14/2019: the facility confirmed that the patient is not being treated with any medications at this time. The patient was advised by their primary physician to monitor symptoms. The facility is sending to have allergy testing done.